Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed no issues. The reported malfunction was not duplicated during functional testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include damage from an inadvertent impact or dislodged spring. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that the oscillate pedal of the footswitch was stuck, therefore, when it was plugged in, the handpiece just runs. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).